Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. No complaint was stated against this device. To date, no patient information has been received therefore the user facility has not been contacted. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00503, 00505, 00506.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Complaint history reviewed and analysis shows no trends for the item or lot number. Device history record reviewed and indicates the product met specifications when manufactured. No complaint was stated against this device. Product not returned.